Event description:
Pt developed pain and swelling in his ankle, right calf, and knee cap. The pt was hospitalized for nine days due to a blood clot in his right leg that was previously reported as having the swollen calf.

Manufacturer narrative:
This complaint was forwarded to anika therapeutics by the pharmacovigilance dept of genzyme corp, which was initially submitted as an MDR in february (report #: 2246315-2008-00023). According to the health care professional that administered the injection, there was an error related to the MFR of the product that was administered. Initially, it was thought that synvisc was used, but several months later it has been identified as orthovisc. Up to this point, we are uncertain of the validity of this claim. Anika made several attempts to confirm this claim, but have not received any evidence to suggest if orthovisc was involved in this event. No lot number or other documentation has been offered to substantiate this claim. We are submitting this MDR report to comply with the reporting requirements to ensure, it is reported with the current info we have on file.